Manufacturer narrative:
Batch review performed on 16 april 2019: lot 180947: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed about a patient who would have needed a revision due to pain and suspected femoral component loosening. The revision was performed on (B)(6) 2019: the surgeon revised the femoral component (confirmed to be loose) and poly but did not revise the tibial tray. The poly was revised only for prophylaxis. The surgery was completed successfully. The patient had a primary tka on (B)(6) 2015 and had been already revised due to laxity on (B)(6) 2018 (tibial tray, femoral component and poly were revised - complaint (B)(4)).